Event description:
Pt implanted in upper and lower vermilion borders in 1998. Onset of infection and implant extrusion 1/12/99. Pt treated with zithromax 1/12/99 revised 1999, and treated with neosporin 1/28/99. Implant explanted 1999 and pt treated with cephalexim.